Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad up arrow button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1: date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is fully intact, with no peeling or damage observed. The up and down keys intermittently respond and require excessive force to activate; all other keys are responsive and have normal spring back or click. There was visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed a discolored display screen and scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.